Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with a cgm reading of 272 mg/dl while dining out, and a confirmatory glucometer value was not obtained at that time; the user was early in therapy and informed that the system would adjust insulin delivery as it continued learning. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included customer care troubleshooting and education regarding system learning and automated correction. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event considered consistent with early-use glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.